Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial#: (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID: 3487a-33, lot#: j0348873v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was not put in right and it did not help the patient. It was noted before the patient had a pump placed, they had an ins, "which of course, it didn't work". Additional information has been requested, but was not available as of the date of this report.